Event description:
It was reported that this pacemaker was not sensing appropriately. Additionally, it was noted that this patient experienced lightheaded symptoms which was suspected to be caused by the right ventricular automatic threshold (rvat) feature was in suspension mode. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported.